Manufacturer narrative:
The abbott field service representative (fsr) replaced architect cuvette #23 that was found to be broken which resolved the issue. A review of architect c401200 instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the cuvette was replaced. A review of the architect c4000 platform found all erratic results were below the upper control limit. A review of historical data for the architect cuvette associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(6), or the architect cuvette.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on two patients. Results provided: (B)(6) 2020; sid: (B)(6) = 6.31 / 2.00 mg/dl; sid (B)(6) = 6.29 / 1.46 mg/dl. Normal range: (1.6 to 2.6 mg/dl). No impact to patient management was reported.